Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. There was no patient involvement, as device had not yet been used on the customer for insulin therapy at the time of the reported event. Reportedly, the customer continued to use an alternate pump for insulin therapy.